Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during the removal of the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). The physician elected to replace at the time. Subsequently, additional information was received from the clinical engineer stating that this lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory two segment of the lead was returned for analysis. The proximal segment is severed at 18 centimeters (cm) from the pin, setscrew marks were noted on the terminal pin. There were no signs of fractures on the lead and no obvious damage noted on the returned segments of the lead other than the severed and stretched coils. Analysis could not confirm all complaints when returned for analysis.